Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformance's and capas could not be completed.

Event description:
According to the available information, the implant was removed and replaced due to a tubing breach [fracture].

Manufacturer narrative:
Titan pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on the longer exhaust tubing of the pump. No functional abnormalities were noted with the pump. A separation was noted on the bladder of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. Based on examination, it was concluded that the observed separation in the blader of cylinder 1 would have allowed the reported ¿leakage¿ however, because the limited information provided does not indicate any factors that may have contributed to the reported event, and due to the brief period in-vivo, the sequence of events leading to the observed separation cannot be determined. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the implant was removed and replaced due to a tubing breach [fracture].